Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Customer's blood glucose level was 30.6 mg/dl at the time of incident and customer's current blood glucose is 135 mg/dl. Customer treated their low blood glucose with juice and chocolate to make her blood glucose high. It also reported that drive support cap was normal. Customer did not remember about whether insulin was squirting out or not. Customer will not return device for analysis.